Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified vessel. A 5.0mmx80mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for less than 1 minute, the balloon ruptured. The device was successfully removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified vessel. A 5.0mmx80mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for less than 1 minute, the balloon ruptured. The device was successfully removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 64mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.